Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was verified through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. There was no report of patient injury or medical intervention associated with this event. No additional information is available.